Event description:
This is the first of two reports (same product ID, same lot number, same product problem, same physician and facility). Linked to mfg report: 3004608878-2016-00176. A surgeon complained that "there is too much play" between the ratchet arm and the skull based clamp casting of the a1059 mayfield modified skull clamp. There was no patient injury or death alleged.

Manufacturer narrative:
Integra has completed their internal investigation on 05 aug 2016. The product was not returned for evaluation. This device was manufactured on 30-jun-2008 and a review of dhrs containing lot code 084 showed that the following dhrs passed the required inspection points. A two year lookback in trackwise for this reported failure and or related to "there is too much play between the ratchet arm and the skull based clamp casting " for this product ID shows that no additional complaints were received besides the other complaint that this customer filed on the same date. No new design or manufacturing trends have been identified. This issue will be monitored. In summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.